Event description:
The advocate called for help with the customer's meter. While troubleshooting, she performed control tests using 2 different lots of test strips. The first lot read "lo", while the second lot read "lo" and 29 mg/dl. The normal control range for the first lot was 71-102 mg/dl, while the range for the second lot was 69-100 mg/dl. No adverse events were alleged. Both lots of test strips are to be returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
Info for the second lot: product lot# - 7d05ff exp date - 04/2007